Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed with several stuck button alarms. The patient's blood glucose at the time of incident is unknown. There were no button presses that exceeded three minutes. The insulin pump would not function for some time and then begin to function again. The insulin pump will be returned and replaced.

Manufacturer narrative:
All buttons functioned properly. No damage in the keypad assembly was noted. The keypad connector was inspected and was properly connected. No stuck button anomaly was noted. The pump passed the full functional testing, including the displacement, rewind, prime/seating, basic occlusion and force sensor tests. The sleep current and active current measurements were within specifications. The pump was received with a scratched case and a fading serial number label.